Manufacturer narrative:
The hydrus microstent remains in-situ and is not available for evaluation. Device identifiers and additional patient information have been requested; a supplemental report will be filed if new information is received. Hypotony and choroidal effusion are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A surgeon reported that a patient with the hydrus microstent implant experienced hypotony and choroidal effusion which subsequently resolved without explantation. Additional information was requested but not provided. A supplemental report will be filed if new information is received.